Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system experienced a failure of the drawer. A field service engineer fastened the loose row board cable connector to the connection of the drawer controller board and the auxiliary station. Additionally, the engineer secured the row board cable connector to each individual row board connection to the drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.